Event description:
It was reported by service report that the brakes were not remaining engaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Spiral retaining ring.